Event description:
The duett sealing device was deployed following a interventional procedure (via a 6f sheath in the right common femoral artery). It was reported that the pt had two sticks to access this site. The duett deployment was unremarkable. Symptoms of a retroperitoneal bleed (drop in blood pressure, vasovagal response, and a hematoma) occurred approx 1.5 hours post deployment. A CT scan confirmed the retroperitoneal bleed, which was treated with pressure to the site, and a blood transfusion (2 units). The pt was also reported to have bilateral mottling, which was thought to be related to the meds given. Later, the pt was reported to be doing fine. The physician felt this event was not duett related, because it was thought to be due to a back wall stick.